Manufacturer narrative:
Investigation is still ongoing. D4 - primary unique device identification (UDI) number: (B)(4).

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 1 month, 26 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presented possible hypoattenuated leaflet thickening. The procedure date was reported as unknown at the time of report. However, the patient passed away due to unknown reasons.